Event description:
Facility alleges that blood backs up into transducer protector during treatment. Constant venous pressure alarms causing pump to stop, resulting in clotting of venous line. Ebl > 100cc.